Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was broken, the pump was dirty, and the pump was missing the battery and the battery door. A review of the event history log identified pump motor drive off post and auxiliary controller post error. During functional testing the reported issue of motor post error was duplicated during the start up. The root cause of the problem was related to normal wear of the pump as it is over 10 years old. Replaced the main and interconnect boards (UDI) was unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump exhibited a motor post error. No patient injury was reported.